Manufacturer narrative:
The engineer could not confirm the reported issue despite multiple attempts made to the customer. A good faith effort (gfe) conducted to obtain further details of the issue and resolution was not successful as there was no response received from the customer. Philips was unable to replicate the reported problem. The reported problem was not confirmed. Philips is unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the speaker does not work. It is unknown if the device was in use at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporting institution phone#: (B)(6). E1 reporter phone#: (B)(6).